Event description:
It was reported that this lead exhibited high pacing impedance higher than 3000 ohms. The lead was surgically abandoned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).